Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. (B)(6). Failure (event) observed during analysis final analysis found an abrasion of the outer coil distal to the connector boot. Abrasions are consistent with constant friction with another implantable device.

Event description:
It was reported that reproducable noise as observed on the atrial lead. The lead was explanted and replaced.